Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general') in an adult female patient who had essure (batch no: 975396,12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods"), migraine ("migraine/headaches"), cervicitis ("chronic cervicitis"), metaplasia ("cervicitis with squamous metaplasia"), vaginal haemorrhage ("abnormal bleeding (vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), right-oophorectomy (unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, migraine, cervicitis, metaplasia, vaginal haemorrhage, vaginal infection, cyst, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, cervicitis, cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metaplasia, metrorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Imaging procedure: on an unknown date: essure confirmation test (unspecified) result not provided. Pathology test: on (B)(6) 2018: diagnosis: uterus, cervix, chronic cervicitis with squamous metaplasia. Endometrium, early secretory. Myometrium, focal superficial adenomyosis. Right ovary. Hemorrhagic corpus luteum associated with follicular cysts and epithelial inclusion cysts. Right fallopian tube. No diagnostic abnormalities detected. Left fallopian tube. No diagnostic abnormalities detected. Ultrasound scan vagina: on (B)(6) 2013: unremarkable transabdominal and transvaginal pelvic ultrasound. Lot number: 12566552, manufacture date: 2013-03, expiration date: 2015-12. Lot number: 975396, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 975396, 12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine/headaches"), cervicitis ("chronic cervicitis"), metaplasia ("cervicitis with squamous metaplasia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), right-oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, migraine, cervicitis, metaplasia, vaginal haemorrhage, vaginal infection, cyst, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, cervicitis, cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metaplasia, metrorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, 27(B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Pathology test - on (B)(6) 2018: diagnosis: uterus cervix - chronic cervicitis with squamous metaplasia. Endometrium - early secretory. Myometrium - - focal superficial adenomyosis. Right ovary - - hemorrhagic corpus luteum associated with follicular cysts and epithelial inclusion cysts. Right fallopian tube - - no diagnostic abnormalities detected. Left fallopian tube - - no diagnostic abnormalities detected. Ultrasound scan vagina - on (B)(6) 2013: unremarkable transabdominal and transvaginal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet and mr received: lot no. Was added. New events - abnormal bleeding (vaginal, infection (bladder/ urinary tract/vaginal) type: vaginal, migraines / headaches, reproductive system disorder or condition type of disorder or condition: cysts, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain and gastrointestinal or digestive system condition type: bloating were added. Reporter's information, patient demography, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), cervicitis ("chronic cervicitis") and metaplasia ("cervicitis with squamous metaplasia"). The patient was treated with surgery (hyst. (Full),salping.(bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, migraine, cervicitis and metaplasia outcome was unknown. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, menorrhagia, metaplasia, metrorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Lab data added. Events; dysmenorrhea (cramping),pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), other injuries/symptoms: migraine, chronic cervicitis with squamous metaplasia were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.